Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e1601 arthralgia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient had a seizure for approximately 20 minutes in the bathroom while taking a shower. When the wife checked the cgm display device, the egv was 98 mg/dl and the bg was not checked. The wife called 911, an ambulance came, and the bg reading was 20 mg/dl. The cgm egv at that time was not documented. The patient was transported to the hospital. He was given sugar through IV. His head was smashed in the shower floor and was stitched in the hospital. He was given norco twice, 10-325mg every 4hrs orally for neuropathy during his stay in the hospital. No intervention nor medication was given to the patient for his sprained ankle. At the time of the report, the patient was not feeling due to his injuries from the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.